Event description:
Hill-rom received a report from a hill-rom technician stating a likorall 200 was leaking hydraulic oil from the safety drum. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
Typically when oil is observed on the lift strap or leaking from the case of the lift it is an indication there is a seal that has malfunctioned on the safety drum. The safety drum is part of the mechanism that acts as a backup system if a primary lift components malfunctions. The safety drum safely lowers the patient. The most probable cause is either that the o-ring in the drum is leaking or the strap stop on the lift strap has been moved from its original position allowing motor to run in mechanical end stop. It is unknown if the facility performs preventative maintenance on their lifts. The technician replaced the likorall overhead lift motor to resolve the issue. No further information is available on the repair of the lift at this time.